Event description:
The ICD, implanted together with a left ventricular assist device, could not be interrogated during a follow-up. After a lead apron placed over the device, it could be interrogated.

Event description:
The ICD, implanted together with a left ventricular assist device, could not be interrogated during a follow-up. After a lead apron placed over the device, it could be interrogated.